Manufacturer narrative:
Physio-control replaced the power pcb assembly, the battery wire harness assembly, and the battery pins. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. This was a similar issue as reported for the same device on (B)(4), which was reported to the FDA under reference number 3015876-2017-00551. Both reported events happened before the device was returned to physio and evaluated, and the device was evaluated only once.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off several times while being used to monitor a patient. No patient details or information about the patient outcome were provided.